Manufacturer narrative:
An event of premature separation during procedure and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. It is possible due to procedural conditions when performing the push and pull maneuver of the device which may have caused the reported incident. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported premature separation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 18 mm amplatzer septal occluder was prematurely released from the cable and subsequently embolized to the left atrium then the left ventricle and could not be snared out. A surgical intervention was performed to closed the defect and removed the device. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.